Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 29-may-2025. Investigation summary: bd received four photos and one sample for investigation. One of the customer photos shows a tube with a broken bottom, and another photo displays a tube with a crack along its side. The customer sample was visually inspected and failed the inspection. Also, a total of 30 retained samples were visually inspected for damages, and none of these samples failed. Additionally, 10 retained samples were visually inspected for brittleness, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken before use and cracked tube. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before and during the use bd vacutainer® sst¿, the customer noticed the tube was cracked. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before and during the use bd vacutainer® sst¿, the customer noticed the tube was cracked. There was no health impact or consequence reported.